Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not go into threshold suspend as it was programmed to. Customer stated that the threshold suspend limit was set at 60 mg/dl, but his blood glucose level dropped to 57 mg/dl with no alarm. The customer declined to have the sensor replaced. No products were replaced or returned for analysis.